Event description:
Healthcare professional reported via company representative "breast implant would not pass through funnel." Patient contact did occur.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "breast implant would not pass through funnel."

Event description:
Healthcare professional reported via company representative "breast implant would not pass through funnel." Patient contact did occur.

Manufacturer narrative:
Sample investigation: no damage was observed. A coating evaluation was performed. For the interior surface, portions were observed to be lubricious and other portions were observed to not be lubricious. Since consistent lubricity was not observed, the expected result was not met. The exterior surface of the funnel was not observed to be lubricious, which meets the expected result. Despite observations made during the coating evaluation, a functional/ lubricity evaluation was performed to identify if there is sufficient lubrication to pass an implant through the funnel. During the functional/ lubricity evaluation, the breast implant could not be passed through the funnel. Since the breast implant was unable to pass through the funnel, no further attempt to pass the implant through was performed. The probable cause for the interior surface of the funnel to not be sufficiently lubricious is unknown; however, a manufacturing error is suspected. Abbvie device quality assurance (dqa) was notified of the condition of the sample. Per discussion and review with dqa, the current complaint sample is associated with keller funnel batch 24b42c. A recall for keller funnel batch 24b42c was initiated by formacoat. No further evaluation is required. Additional, changed, and/or corrected data.